Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op for total thyroidectomy procedure that the anesthesiologist inflates the balloon and realizes after a few minutes that it has no air left. She repeats the procedure and quickly loses the capnography waveform. She repeats the procedure four more times and the same thing happens, so she decides to change the tube due to the leak in the balloon. The tube was checked before placement by injecting air into the cuff, and without pressure it appeared to function correctly. A 10cc syringe was used with 20cc of air to inflate the cuff. The anatomy was not complicated, and there were no issues with intubation. Tube did not kinked. The test consisted of inflating it and then immediately deflating it. Procedure was extended with 30 minutes and completed with back-up products. There was no patient impact.

Manufacturer narrative:
H6: imdrf fdc d1102 code updated, previously updated d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.